Event description:
It was reported that the pump of the inflatable penile prosthesis (ipp) was blocked and non-functional. The physician attempted to resolve the issue by unlocking the pump, but it was unsuccessful. As a result, a replacement surgery was scheduled. No patient complications were reported.

Manufacturer narrative:
B3.date of event: actual event date was unknown; therefore, first day of bsc aware month was selected. D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the pump of the inflatable penile prosthesis (ipp) was blocked and non-functional. The physician attempted to resolve the issue by unlocking the pump, but it was unsuccessful. As a result, a revision surgery was performed. Upon incision and exposure of the pump, the device was found to be functional. It was suspected that the issue was due to kinked or tangled hoses. Since the prosthesis was operational, the pump was repositioned without the need for replacement. No patient complications were reported.

Manufacturer narrative:
B3.date of event: actual event date was unknown; therefore, first day of bsc aware month was selected. D4. Concomitant product UDI for reservoir is (B)(4).